Event description:
The reporter indicated that vvi rate was 70 ppm, 5.0v, 0.5ms, 3.5v. The inquire, telemetry and print (itp) caused inhibition of the generator for 30-60 seconds during a lengthy inquire. The pt will be checked in 1-2 weeks.